Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Primary hip procedure. It was reported that the surgeon was using the shell inserter to reposition the shell intra-operatively. The shell was implanted. Post-surgical inspection revealed that the threads of the inserter were damaged. Surgery had been completed successfully with no delay. The device is available for return, and the rep reported that no further information will be available.

Manufacturer narrative:
An event regarding thread damage involving a cutting edge impactor was reported. The event was confirmed. Method & results: -device evaluation and results: examination of the returned device with engineer indicated damage observed on the threads consistent with contact against hard object. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that thread damage was caused by contact against hard object. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary hip procedure. It was reported that the surgeon was using the shell inserter to reposition the shell intra-operatively. The shell was implanted. Post- surgical inspection revealed that the threads of the inserter were damaged. Surgery had been completed successfully with no delay. The device is available for return, and the rep reported that no further information will be available.